Event description:
It was reported that after a percutaneous carotid intervention, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, resistance was met and deployment could not be completed. The safety release was activated, releasing the device from the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. Though requested, no additional information was provided.

Event description:
Additional information was reported indicating after the device was removed from the anatomy, the device was intentionally deployed outside of the body. The physician completed thumb advancer/exchange sheath splitting and deployed the clip, which deployed on the distal end of the exchange sheath. Additionally, the exchange sheath material was noted to be bending into the clip delivery tubeset. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. It was reported that the patient weight was (B)(6) with a height of (B)(6). The calculated body mass index is (B)(6) is consistent with morbid obesity. Per the starclose se instructions for use (IFU) under special patient populations, the safety and effectiveness of the starclose vascular closure system have not been established in the patient populations who are morbidly obese (body mass index greater than (B)(6)).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned fully deployed, therefore, the reported failure to deploy thumb advancer could not be confirmed. The operator reportedly completed thumb advancer deployment after the device was removed from the patient anatomy. The device evaluation indicated that during deployment the device was misaligned influencing thumb advancer deployment causing bending of the garage leaves, which resulted in the garage leaves carving into the nylon flex-guide and tearing the exchange sheath. The starclose se device instructions for use (IFU) states under the closure procedure section that the device should be stabilized at the angle of the tissue tract during plunger deployment and under precautions the IFU states not to advance or withdraw the starclose se device against resistance until the cause of that resistance has been determined. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.